Manufacturer narrative:
Failure analysis revealed the insulin pump passed the rewind, basic occlusion test and displacement test. No rewind anomalies were noted. The device was received with minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was stuck on the rewind mode on his insulin pump. Customer's blood glucose was 175 mg/dl. The customer declined to troubleshoot. No additional information provided.